Event description:
It has been reported to philips that the system did not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the x-ray tube defect was the cause of the reported issue. To investigate further, philips offered the customer a quote to have a field service engineer (fse) evaluate the system on-site, but the quote expired since the customer did not accept the quote, therefore philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome.